Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion alert bd) and the remaining batter longevity was noted to have dropped significantly, from 86% remaining in (B)(6) 2026 to 12% remaining in (B)(6) 2026. The patient denied having any exposure to a magnet nor having had any recent procedure that would have impacted the device. Boston scientific technical services (ts) was contacted and recommended and emergent replacement procedure to ensure adequate therapy delivery. As the procedure will likely occur at the end of august, ts recommended whether a life vest should be used. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.